Manufacturer narrative:
Other: no evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the device overheated to the point it was uncomfortable to hold. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment and functional testing was performed on the device. All functions check good on the mdu test bench. No problems were found. After the evaluation, the root cause for the reported issue could not be determined.